Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl and 141 mg/dl. Customer¿s other blood glucose level was 201 mg/dl. Customer treated with 16 units of insulin. The insulin pump will not be returned for analysis.